Event description:
It was reported that the statlock locking mechanisms on the product continued to break off. Customer was not sure if it was from lot jufs0395 or jufq0588 but stated they were almost positive that it was from lot jufs0395. Per follow up via email on 03aug21, the entire plastic locking mechanisms came completely off the pads. The pad stayed glued to their leg. Stated that the pad taken off from the patient leg because they were so sticky. The patient suffered no ill effect from the breakage. The first one lasted 2 days and the second one lasted about 2 1/2 days. Patient also stated that they had several comorbidities. Per follow up via phone on 05aug21,the pads were both very firmly attached to customer leg. Customer used rubbing alcohol to remove them and then had to use more alcohol to remove the glue residue and it did not remove all of the glue so they used dawn dish soap to remove the rest of the alcohol in the shower.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿process error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "statlock foley stabilization device read carefully before use. Safety and efficacy considerations: the statlock device is for single use only. Sterilized using ethylene oxide. Sterile unless package is opened or damaged, except for any individually packaged components within the pouch which are not labeled as sterile. These components are not terminally sterilized. Do not alter the statlock device or components. Procedure must be performed by trained personnel with knowledge of anatomical landmarks, safe technique and potential complications. Not made with natural rubber latex. Indications for use: the statlock device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the statlock device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or non-adherent skin. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock device. 3. Minimize catheter manipulation during application and removal of the statlock device. 4. Daily maintenance. A. The statlock device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering or bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity. Application technique: prep: 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 2.5 cm of catheter slack between insertion site and the statlock device retainer. 4. After placing the statlock stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10 to 15 seconds). 6. Using permanent marker, write initials and date of application on the statlock device anchor pad. Note: always secure catheter into the statlock device retainer before applying adhesive pad on skin. Place and peel: 7. Align the statlock stabilization device over securement site leaving 2.5 cm of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension free on skin. Removal technique: disengage: 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock device. Dissolve: 3. Wipe the edge of the pad using at least 5 to 6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock locking mechanisms on the product continued to break off. Customer was not sure if it was from lot jufs0395 or jufq0588 but stated they were almost positive that it was from lot jufs0395. Per follow up via email on (B)(6) 2021, the entire plastic locking mechanisms came completely off the pads. The pad stayed glued to their leg. Stated that the pad taken off from the patient leg because they were so sticky. The patient suffered no ill effect from the breakage. The first one lasted 2 days and the second one lasted about 2 1/2 days. Patient also stated that they had several comorbidities. Per follow up via phone on (B)(6) 2021, the pads were both very firmly attached to customer leg. Customer used rubbing alcohol to remove them and then had to use more alcohol to remove the glue residue and it did not remove all of the glue so they used dawn dish soap to remove the rest of the alcohol in the shower.